Event description:
A customer reported difficulty with the pump's wake button, which required multiple presses to activate the screen. There was no adverse impact on the customer's blood glucose level, as readings did not exceed 500 mg/dl (27.7 mmol/l) or fall below 54 mg/dl (3.0 mmol/l). The customer continued to use current pump.